Event description:
The customer called in to report that they were unable to remove the battery cap on their insulin pump. The customer's blood glucose level was 426 mg/dl. We advised the customer we would send her another battery cap. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.